Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed. The customer was having trouble recovering the drawer. A field service engineer (fse) checked all connections and cables for any issues with the equipment. The fse replaced the retractor bands and drawer boards. After replacing the necessary parts, the pharmacist successfully performed a storage recovery. The issue was resolved, and no further problems were reported. The system functioned as intended after the field service engineer repaired the device.